Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the reported breakage. The root cause is being attributed to suspected misuse, and product wear out due to the age and overall condition of the devices. (B)(4) commercialized product development previously reviewed complaint data for the reported product code family captured under (B)(4) and concluded no design changes/improvements were identified. Based on the investigation determination of misuse and/or product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The posterior augment post broke during trialing.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.